Event description:
Caller states patient tested 5.0 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, however system has been discarded; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.